Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving the subject opt944 optiflow + adult nasal cannula. We will provide a follow up report upon completion of our investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged.

Event description:
A healthcare facility in france reported that the tubing of an opt944 optiflow + adult nasal cannula was found torn during use. On may 25 2022 a cancer patient in ICU was on an pt101 airvo 2 humidifer with an opt944 optiflow + adult nasal cannula and about 3 hours later desaturated to 60% spo2 the patient was cyanotic, they were ventilated with a bag-valve-mask and the cannula was replaced. No further consequences were reported due to the reported event. A request has been made for the subject device to be returned for evaluation. The healthcare facility also reported that the patient deceased five days after the reported event and stated the following medical causes of death cardiogenic pulmonary oedema, drug pneumonitis and infectious pneumonia.

Event description:
A healthcare facility in france reported that the tubing of an opt944 optiflow + adult nasal cannula was found torn during use. On (B)(6) 2022, a cancer patient in ICU was placed on a pt101 airvo 2 humidifer with an opt944 optiflow + adult nasal cannula. Approximately 3 hours later the patient desaturated to 60% spo2 and became cyanotic. The patient was ventilated with a bag-valve-mask and the cannula was replaced. No further consequences were reported as a result of the reported event. The healthcare facility also reported that the patient deceased five days after the reported event and stated the following medical causes of death: cardiogenic pulmonary oedema, drug pneumonitis and infectious pneumonia.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) new zealand for investigation. An investigation was carried out by f&p which was based on photographs of the complaint opt944 optiflow + adult nasal cannula which was provided by the healthcare facility, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported the following sequence of events: on (B)(6) 2022, a cancer patient in ICU was on an pt101 airvo 2 humidifer with an opt944 optiflow + adult nasal cannula. The opt944 was found torn about 3 hours later and the patient desaturated to 60% spo2 and became cyanotic. They were ventilated with a bag-valve-mask and the cannula was replaced. No further consequences were reported as a result of the reported event. The healthcare facility also reported that the patient deceased five days after the reported event and stated the following medical causes of death: cardiogenic pulmonary oedema, drug pneumonitis and infectious pneumonia. Visual inspection of the provided photographs revealed damage in the middle of the tube. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product and the type of damage observed, the reported event was likely caused by the cannula being subjected to excessive force during use. Fisher and paykel healthcare's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The device history record (dhrs) for the subject lot was reviewed. No nonconformances were noted on the DHR and it is confirmed the lot was manufactured according to specification and passed all the required control measures. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares.". "Cannula can become unattached if not used with the head strap clip.". "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face.". "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.". "Do not crush or stretch tube, to prevent loss of therapy.". "Failure to use the set-up described above can compromise performance and affect patient safety.